Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a polyflex esophageal stent was implanted in the esophagus to treat a perforation during an esophagogastroduodenoscopy with stent placement procedure performed on (B)(6) 2017. According to the complainant, after stent implantation, it was noted that the stent had an infold. The physician attempted to fix the infold by rubbing the scope along the inside of the funnel; however, it was not successful. The stent remains implanted. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.